Event description:
During insertion of a vena cava filter through the original sheath, the filter became stuck and made a small puncture in the sheath. The puncture was approx 15cm before the end of the sheath. The pt is a female. The reason for the filter insertion was a deep vein thrombosis (dvt) in the right leg. The prod was properly inspected and prepped prior to use. There was no difficulty flushing the device with saline. The physician made access to the pt in the left femoral vein. The vessel was very tortuous. The physician had no difficulty passing the guidewire through the femoral vein to the vena cava. The sheath was inserted into the pt, without difficulty. The filter device was advanced through the sheath but became stuck and made a hole approx 15cm before the end of the sheath. The physician carefully removed the device from the pt. After removal of the device, the physician stated that the sheath kinked due to a very tortuous femoral vein. Another device was placed in the pt. The pt is in good condition.

Manufacturer narrative:
The prod is not available for eval and testing. Add'l info will be submitted 30 days upon receipt.